Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number: 1218979. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Function test (45psi leakage test) is performed on retained sample of the complaint lot, the result is qualified. Based on the description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd pegasus is an infusion only device and is not rated for high pressure injections.

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter there was leakage out of the abnormal channel of the indwelling needle the following information was provided by the initial reporter translated from chinese: ¿the out-patient underwent enhanced CT examination on (B)(6) 2022 and was given indwelling needle according to the procedure. When contrast agent was injected during the enhanced CT examination in the CT room, due to the quality problem of the indwelling needle, the contrast agent flowed out of the abnormal channel of the indwelling needle."